Event description:
Additional information received reported that the patient was placed on oral baclofen. The patient did require hospitalization during the device removal and weaning process. Other than the symptoms reported previously, the patient also experienced sweating (diaphoresis). Additional information reported that the device was explanted on (B)(6) 2013, but it was previously reported that the device was explanted on (B)(6) 2013. The exact date of the explant could not be confirmed. The patient status at the time of this report was no injury. The pump was being used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products:catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. Accessory: model 8575, lot# n126702, implanted: (B)(6) 2008, explanted: unk. (B)(4). Final analysis of the pump revealed no anomaly found. Final analysis of the catheter found non anomaly, catheter was returned in segments.

Event description:
An infection was reported, explant occurred. Nine days after the initial report it was added that the onset/diagnosis of infection was (B)(6) 2013, the infection was related to scoliosis hardware, no meningitis. Last refill (B)(6) 2012. Signs and symptoms related to incident were redness, swelling, drainage from the device pocket and catheter track lumbar region. Culture was obtained from the device pocket, organism "staph aureus." Cerebral spinal fluid negative. Treatment was total device explant, perioperative IV and oral antibiotics and oral and IV treatment between (B)(6) 2013 "to allow gradual intrathecal baclofen reduction," corticosteroid use (route and does not reported.) It was also noted that the infected spinal hardware was removed (B)(6) 2012. Patient outcome listed as ongoing "drug withdrawal symptoms- increased tone." Now on "several oral meds and antibiotic treatment," specifics not reported. The family was "anxious" to have pump replaced after treatment completed.

Manufacturer narrative:
(B)(4)